Event description:
It was reported that the distal segment of the patient¿s catheter was cut by the surgeon anchoring stimulator leads. There were no patient symptoms reported and it was noted there were no spinal headache complaints after the surgery. The patient was to be referred to fix the catheter. The device system was used to deliver morphine. It was later reported that the catheter was revised the following day. It was then reported the patient was receiving good therapy post operation.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).